Manufacturer narrative:
(B)(4)

Event description:
The pump started to beep on the date of the report. While it was interrogated it was noted that the pump was in minimum rate mode. Telemetry confirmed a critical alarm was occurring due to reset a low battery reset, which occurred at 00:10. There was no therapy or medical problem. The pump was scheduled to be replaced tomorrow due to regular end of battery life. The patient was on flex dosing, and the medication infused was lioresal.

Manufacturer narrative:
Analysis of the pump revealed low battery reset, undetermined cause, pump motor o-ring wear. Analysis of the catheter revealed catheter pump connector model 8709 leaks between metal pin and white material.

Event description:
Additional information later reported the patient had experienced increased spasticity. Troubleshooting included the logs being read which showed when pump was reset for low- battery earlier in the day and was in safe state. The patient was given oral baclofen 40mg bid. Patient¿s dose was reduced significantly when the pump was replaced due to ¿connector issue¿. The patient¿s dose was now up to 500mcg/day and the patient was noted as ¿doing ok, may not be at optimum dose. It was noted the patient¿s dose was 1800mcg/day flex dosing prior to pump replacement and 240mcg/day after replacement.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0039909r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).